Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with damaged lens. Event history log review was performed and found system fault 46,876 occurred. Visual inspection, power up process and three-day functional testing were performed. According to the investigation the customer reported problem was verified one instance in the pump event history. However, three-day functional testing ran on pump and could not confirm error. According to the investigation, the pump error may have been transient or related to the weak batteries in use at the time, log refers to 50% charge on batteries at startup (which is an optimistic reference since it is seeing a surface charge at power up). According to the investigation no further action taken at this time due to problem being unconfirmed or unrepeatable.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited error code 46876 alarm. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.